Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access primary set was involved in a backflow incident. According to the report, after hanging the secondary bag (containing unknown antibiotics), solution from this bag free flowed into the primary bag (containing saline), indicative of an issue with the primary set's check valve. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.